Manufacturer narrative:
The suspect medical device was returned to the manufacturer for evaluation/investigation. The evaluation/investigation confirmed the reported phenomenon of a broken/fractured ceramic insulation at the distal end of the hf electrode's sheath. At least one fragment/part is broken out and missing. Causal for this damage and the subsequent breakage of the ceramic insulation is mechanical overload by the application of excessive force like impact, fall, shock or similar stress. It is clearly stated as a warning note in the instructions that impact, fall, shock or similar stress can result in damage of the ceramic insulation at the sheath's distal end and that the instrument must not be used if damaged as otherwise this can cause injuries of the patient and/or user. In addition, it is pointed out as a caution note that, when used as intended, the product is more or less subject to wear, depending on the intensity of use. In case of externally visible defects, the responsible olympus representative has to be contacted at once. The user apparently did not follow these instructions as the damage of the hf electrode and the subsequent breakage of the ceramic insulation were caused by mechanical overload by the application of excessive force like impact, fall, shock or similar stress. Therefore this event/incident was attributed to abnormal use/off-label use. The case will be closed from olympus side with no further actions. However, the event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results and pro re nata trained again on the correct usage of the olympus medical devices.

Event description:
Olympus was informed that during a therapeutic laparoscopic small bowel resection procedure, the operating surgeon noticed that the ceramic insulation at the distal end of the hf electrode's sheath had broken/fractured inside the patient's body cavity. Subsequently, some fragments of the ceramic insulation were retrieved by unspecified grasper but got slightly crushed when they were withdrawn through the trocar. The operating surgeon then searched the patient's body cavity but could not find any more fragments. Furthermore, suction and irrigation was performed throughout the procedure in order to flush out possibly remaining fragments. However, it is unknown if all fragments of the ceramic insulation could be removed from the patient's body cavity. No further information was provided but the intended procedure was reportedly completed.

Manufacturer narrative:
The suspect medical device was not yet returned to the manufacturer for evaluation/investigation. Therefore the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated. Olympus submits this incident as a medical device report (MDR) in abundance of caution.